Event description:
It was reported that the patient had an inappropriate shock due to an intrinsic rhythm of atrial fibrillation. The doctor elected to perform and ablation procedure to address the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.